Event description:
In 2002, bilateral breast augmentation with saline implants. In 2003 deflation right implant with deflation left implant. Pt underwent replacement of questionable deflated implants. Replaced with mentor saline implants.